Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. A manual injection was used to correct. A system check was performed and insulin was not observed to be dripping out of the infusion set tubing. A supply change was performed resolving the issue.